Event description:
It was reported that bd intima-ii y 22gax1.00in prn ec slm npvc leaked during the patient's magnetic resonance angiography (mra) procedure, the heparin cap on the closed-system intravenous catheter burst, preventing completion of the examination. The catheter had to be replaced, and the examination was rescheduled for a later date.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
Investigation results: no abnormality is found on process and retained sample, and no similar complaints have been received from other hospitals regarding this batch of products. The product of this sku has never been declared to be used for high-pressure injection, so the root cause of this defect may be related to the incorrect use of the product.

Event description:
No additional information.